Event description:
It was reported that during a mid left anterior descending coronary artery (mlad) interventional procedure, the delivery system was advanced. With inflation of the delivery system balloon to up to 8 atmospheres for 4 inflations, the balloon did not inflate to implant the device. The device was removed and with removal of the device, there was blood seen in the balloon indicating a balloon rupture. Another device was used successfully for the procedure. There were no adverse patient effects or no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Received additional information that when the 3.0 x 18 mm device was being inserted to the lesion, the patient complained of chest pains (angina). There was unspecified medication given as treatment and this was listed as a non-serious event per the study physician. The angina resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Changed from malfunction to serious injury due to new information received. The device was returned for analysis. The reported inflation issue was confirmed as the proximal seal was separated. The reported balloon material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of angina as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary device in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency